Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow-up report will be submitted if the investigation results require.